Event description:
Cslp plate was implanted with 4.0mm ti cancellous expansionhead scres at cervical levels 5-6 . The expansionhead screws backed out post-operatively on an unk date and were explanted in 2004.